Manufacturer narrative:
Investigation: visual inspection revealed that the c-ring had been split in half. The other half of the c-ring and the scope wash tubing were not received. There was some evidence of blood. Based upon the visual observations, the reported complaint for "c-ring broke" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro c-ring snapped in two at the end of the case. No pieces fell into the pt's leg. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.